Event description:
A cartridge change error was reported in the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and secure the cartridge, resulting in a successful loading process and resumption of insulin delivery.